Event description:
Healthcare professional reported "suspected/actual rupture/deflation, change shape/size/style". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Reason for reoperation: suspected/actual rupture/deflation. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.